Event description:
The customer reported that the system had a charger error and would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The charger board was replaced during the service call. The system was tested and found to be working as intended and put back into service.